Event description:
It was reported that the pt feels a painful sensation when placing the coil, three to four times a week. He removes the coil and after a period is then able to place it back.

Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.